Manufacturer narrative:
The device investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment's) erkodent review: lot# e2mm-11453 (erkodur) was manufactured from 07/21/20 and was assigned with 3 years expiration. Lot# ep2mm-11422 (erkoloc-pro) was manufactured from 04/07/2020 and was assigned with 3 years expiration. Airway management review: part #: 12k-0qcd-21, kit #: pkt12k-0qdj-21. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower tray in a tap case. The results were summarized below. Roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean, and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. Supplier (erkodent) noted the metal parts used on the device to be the likely source for a reaction. However, it was not reported if the patient was allergic to any metals. Per the reported information, the patient experienced redness, swelling, irritation and a blister around the lips and gum area. Additionally, it was noted that the device was adjusted and polished behind tooth locations 7-10 after the first night of use because the appliance was cutting the patient's tongue. Per the "side effects" section: the metal parts are made of medical grade stainless steel or cobalt chromium. Per "warnings" section from patient instruction booklet sent to the patient, it contains the following statement, "allergic reaction may be encountered in people who are sensitive to nickel or self-curing acrylic." The device's caution label states that "inspect the dreamtap device prior to each use. If any parts of the device become loose or damage, return to your prescriber. Discontinue use if you observe material separation, material degradation, or damage parts. Discontinue use if you are experiencing nausea, vomiting, soreness or an allergic reaction." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients date of birth was not provided when asked. This information was not provided when asked. The patients weight is not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the tap iii device. The patient has no medical history or allergies noted. The device was delivered on (B)(6) 2021. It is noted that the patient called to report experiencing redness, swollen, irritation and a blister around the lips and gum area. The device was worn for four nights (dates unknown). The device was adjusted and polished behind tooth locations 7-10 after the first night of use because the appliance was cutting the patients tongue. The patient also had a teeth cleaning on the day the device was adjusted. There was no medical treatment required. The patient was advised to discontinue using the device. At the provider's suggestion, the patient will have allergy test done with their primary care provider.